Event description:
The product was inserted and removed as usual during the case. Hcp stated blood seepage was noted in the chest cavity during the procedure and intra-operative tissue repair was done to suture the ventricle successfully. Surgeon alleges perforation of the ventricle by the device. No additional pt consequence was reported.